Event description:
During a coronary stent procedure, the stent dislodged and remains in the patient. The physician was experiencing difficulty crossing a pre dilated lesion. During removal some resistance was encountered at the guide catheter. Upon removal it was noted that the stent had dislodged. The stent was located in the profunda artery and no attempt was made at retreival. The undeployed stent remains in the profunda artery. The procedure was completed with another stent. Patient status is listed as "okay".